Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to unknown issues. No additional information is available at the moment. No additional adverse patient effects were reported.